Manufacturer narrative:
Investigation still in progress.

Event description:
It ws reported that a patient who had received a nexgen porous tm patella (pfj) on (B)(6) 2009, was revise on (B)(6) 2014 due to pain.